Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and that the device has reached elective replacement indicator (eri) before it was explanted. It was noted that the device had lifted hybrid bond wires.

Event description:
It was reported that the patient, with a history of complete heart block and a lower rate limit of 80 pulses per minute, was having episodes of torsades due to elective replacement indicator (eri) pacing rate of 65. It was also reported that the physician felt that the torsades was related to the lower eri rate. In order to maintain pacing the programmer head was tapped to the patients chest. The device was explanted and replaced. No further patient complications have been reported as a result of this event.